Manufacturer narrative:
Root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. (CAPA# 146212). Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with the indicated failure mode and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7027594, medical device expiration date: 01/31/2018, device manufacture date: 01/27/2017. Medical device lot #: 7012798, medical device expiration date: 01/31/2018, device manufacture date: 01/12/2017. (B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch 7027594. The device history record review revealed that all inspections were in compliance with requirements. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch 7012798. The device history record review revealed that all inspections were in compliance with requirements. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure were opening during use (pop-off). There was no report of serious injury or medical intervention.